Event description:
Event description guidant received information that this endotak dsp ventricular lead exhibited high shock impedance values. An invasive procedure identified a non-repairable insulation defect near the pace/sense portion of the lead. The lead was capped and not returned to guidant. The device was returned because it did not meet the physician's expectations with respect to longevity.